Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right atrial lead into the pulse generator header. The lead was implanted and no adverse events occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.